Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7099598.

Event description:
It was reported that the patient was experiencing severe pain at the lead site during trial period even when the stimulation was turned off. The patient underwent an early lead pull procedure and the patient was no longer feeling the pain at the lead site. The explanted trial leads were not returned.